Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 18021177.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patient's leads had several contacts out as well as loss of pain relief. The patient underwent a revision procedure wherein the leads were replaced and was reportedly doing well postoperatively. The explanted leads will not be returned.